Event description:
I have a st. Jude defibrillator installed in my chest as of (B)(6) 2015. I have received a call from my cardiologist telling me that I need to replace the device immediately as a result of batteries losing charge.